Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close the clip, released into the abdomen. Case completed with another device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.